Manufacturer narrative:
Additional information: on (B)(6) 2017, it was reported to animas that the pump vibrated at school at 12:32 pm due to the pump trying to give a bolus. The patient cancelled the bolus from the pump. At that time the meter remote was at home 20+ miles away with the batteries removed. The reporter was unable to review the complete bolus history at the time of the report.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a 0 of 0 unit bolus delivery was recorded in the pump history. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
It was alleged that the pump vibrated when trying to give a bolus and the bolus was cancelled with a button press on the pump. The pump history showed a bolus delivery at that time of zero units that was cancelled from the meter. The meter remote was allegedly over 20 miles away with the batteries out of it. The reporter alleged a possible hacking issue.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/20/2017 with the following findings: a review of the black box showed there was meter activity around the same time the zero bolus was delivered, and blood glucose levels were taken on (B)(6) 2017 at 11:02, 12:44 and 13:19. The meter saw an aborted bolus at 12:33, and suggests the meter was in communication with the pump. The delivery was initiated by the meter and cancelled by the same meter.